Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they were having some issues with their device. Patient said their main concern was the zapping in their butt down to their legs for no reason that started like less than a week ago. Patient mentioned they fell a while ago and broke ribs 10, 11 and 12, and had a cat scan done. Patient said the scan showed the leads ended at ribs 8-10 and that everything was ok. Patient also confirmed the fall was not recent. Patient then mentioned they used to go 5 days from charging the implant, but now they were down to 2 days. Patient didn't know event date for the charge not lasting as long and patient did not give a clear answer when asked if it was this year or last. Patient confirmed they hadn't changed any of their settings recently other than having to play with them to try to stop this zapping. Patient stated the zapping would be so much that it would put them down to the ground sometimes. Patient mentioned they had to have some reprogramming done one time in florida and met with a rep just in a waiting room (see pe 704323103). Agent reviewed role of representative and redirected patient to their healthcare provider to further address the issue. Patient called back and mentioned they called earlier and mentioned they need to find a medtronic (mdt) rep. Agent reviewed role of pats (not a scheduling center, role of mdt rep and provided patient with nas number for doctor (hcp) to call. Patient mentioned they met with a mdt rep at the ER before, agent reviewed role of medtronic rep again and caller disconnected. Pt called back and repeated previously documented information, and agent reviewed the role of the mdt rep. Pt stated that an appointment was scheduled for may 21st and that waiting until then before seeing an medtronic rep was not possible. Agent attempted to provide nas, but pt disconnected the call. Patient called back escalated, immediately demanding to speak with a supervisor when agent first attempted to gather name, dob, etc. Patient was very upset because they couldn't get in contact with a medtronic representative directly. Patient explained they had moved but do no have a permanent address yet. Patient asked, if they were to be implanted today, would they be leaving the implant procedure without having a rep to contact. Agent reviewed the role of reps and explained they require permission from a healthcare professional to have a reps meet with patients; a rep would have been involved with the patient through their hcp during the trial/implant process. Agent reviewed an email would be sent to the reps in the area to ask for assistance, but a turnaround time for a response is not able to be provided or guaranteed, and again urged the patient to connect with an hcp to expedite this process (patient was sent a physician list already). At the end of the call, patient mentioned they "can't wait for this lawsuit."

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.